Manufacturer narrative:
Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that during a mastectomy procedure when the pencil was used to cut the pt's skin, it pencil melted and caused a 2nd degree burn about the size of a cigarette burn. The burn was next to the caudal wound seam. The burn was first treated by cooling, then jalugen with hydrocolloid dressing.